Manufacturer narrative:
Additional information: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and a loose blue pull ring cap inside the pouch was observed for both devices. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a loose (detached) pull ring. This was observed in the unopened package before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.